Event description:
During percutaneous transluminal angioplasty of left superficial femoral artery, calcification caused stent delivery balloon to fracture. Patient transferred to another hospital to have item removed and new stent placed. No injury to patient.